Manufacturer narrative:
The initial report had the incorrect information related to auto mode and incident date. The correct information has been provided in this report.

Event description:
It was reported that customer was in emergency room due to high blood glucose level on (B)(6) 2020 so, incident date was (B)(6) 2020. It was also reported that auto mode feature was not active at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized and due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer was treated with manual syringe in the emergency service. The customer had symptoms such as dizziness, thirsty. The customer does not allege pump was under delivering. Customer reported insulin exited. It was unknown whether the customer was using auto mode. The insulin pump will not be returned for analysis.